Manufacturer narrative:
The investigation determined the maintenance performed by service resolved the issue.

Manufacturer narrative:
A special wash had been added for the reaction cells prior to these results; the customer also noted imprecision with qc results since adding the special wash. The field service engineer (fse) replaced the rinse tube assembly and 2 valves, cleaned the fluidics and confirmed the correct cell detergent volumes. The investigation is ongoing.

Event description:
The initial reporter questioned high results for 18 patient samples tested for hba1c iii tina-quant hemoglobin a1c iii (hba1c iii) on a cobas 8000 c 502 module. The following are examples of discrepant results for 2 patient samples. "Sample 5" initial result was 7.9%. The repeat was 5.2%. "Sample 6" initial result was 9.0%. The repeat was 6.6%. The initial results were reported outside of the laboratory. Upon repeating the samples, the results were amended. The hba1c iii reagent lot number was 54387401 with an expiration date of 31-oct-2021.